Manufacturer narrative:
At this time, no device data or programmer log files were provided for analysis. This report will be updated if additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully. Routine x-rays were performed where air entrapment was visualized in the device pocket area. There were no signs of noise or baseline movement. The nursing team applied a compressive bandage to the patient, which moved the air and produced artifacts. The programmer was in a session with the device, but the field representative was not able to deactivate therapy or abort the shock as the programmer was not communicating properly with the device. The patient received an inappropriate shock. No adverse patient effects were reported due to the shock. Device therapy was programmed off and a massage was done to dissipate the trapped air. The patient remained in the hospital for monitoring following the implant procedure. Device data and programmer log files were to be submitted to technical services for review, to see if telemetry interference was the reason the impending shock could not be aborted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted successfully. Routine x-rays were performed where air entrapment was visualized in the device pocket area. There were no signs of noise or baseline movement. The nursing team applied a compressive bandage to the patient, which moved the air and produced artifacts. The programmer was in a session with the device, but the field representative was not able to deactivate therapy or abort the shock as the programmer was not communicating properly with the device. The patient received an inappropriate shock. No adverse patient effects were reported due to the shock. Device therapy was programmed off and a massage was done to dissipate the trapped air. The patient remained in the hospital for monitoring following the implant procedure. Device data and programmer log files were planned to be submitted to technical services for review, to see if telemetry interference was the reason the impending shock could not be aborted. However, no data was provided. Device therapy was subsequently programmed back on and the patient was discharged. It was later reported the patient received another inappropriate shock from the device in september. When the physician called the patient after seeing the treated episode in the remote monitoring system, the patient reported that their humerus had been broken during the inappropriate shock that was delivered at the implant procedure. Now, when performing physical therapy for the break, the repetitive motion of the arm exercise resulted in another inappropriate shock. A request was made for technical services to review the available data in the remote monitoring system. The device remains implanted and in service. Technical services reviewed the new shock episode and agreed the inappropriate shock was due to oversensing of myopotential noise or motion artifact that would be consistent with the patient performing a repetitive movement. It was observed that the r-wave amplitudes had diminished at the onset of the episode, but post-shock the signals were appropriate in size. X-rays to evaluate system position, and further troubleshooting were recommended, to evaluate r-wave stability with posture changes and patient movements. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
At this time, no device data or programmer log files were provided for analysis. This report will be updated if additional information is received. If information is provided in the future, a supplemental report will be issued.